Event description:
Evidence of follow-ups showed "noise" on both atrial and vent leads. This confirmed that there was a problem with the leads. It was apparent on removal that there was significant crush between 1st rib & clavicle with sheering off of insulation leading to non-insulated wires touching each other causing "noise".